Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240/2367 alarm, which occurred on the homechoice (hc) during use. The home patient (hp) woke up and was disconnected. They did not know how and the hp had cycled power. They would complete therapy with manual supplies and call the registered nurse (rn). They cleared the alarm. The patient was not connected either at the time of the alarm or observed air. The patient line became separated from the transfer set. It was unknown how the separation occurred. Proper procedures per the user manual were reviewed with the reporter. The sample was not available for evaluation. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional information: the problem was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.